Event description:
It was reported that the patient had developed significant edema overlying the mediport and lumbar incision. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).